Event description:
The customer reported to beckman coulter hotline support that there was a leaking sample probe on their unicel dxc 800 pro synchron system. The system was generating multiple quality control results outside the 2 standard deviations. The customer approximated the volume of the contained leak to be 10 ml of deionized water. There was no report of erroneous results generated and no report of injury or exposure. The customer was wearing a lab coat and gloves while operating the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the t-valve assembly to resolve the leaking sample probe. Quality control results met specifications. The instrument performed within specifications. (B)(4).